Event description:
It was reported by a surgeon that a vns pt had a full vns revision on (B)(6) 2011. The reason for full revision was stated as high impedance which was confirmed by MFR's rep. However, the generator was not at end of service. It was unk if manipulation/trauma had occurred since pt is delayer and non-verbal. X-rays were taken but were not sent to MFR for review since they were taken during surgery and via fluoroscopy. Poor strain relief, abnormal placement of electrodes and age of the device was attributed to the high lead impedance per surgeon. The new set of electrodes were placed 2 cm above the previous electrodes. The surgeon set the new generator's settings 0.25ma lower than the old generator's settings (programming settings not available). Good faith attempts to obtain more info regarding pt's high impedance and retrieve the products for product analyses have been unsuccessful to date.